Event description:
An adverse skin reaction was reported with wear of the Abbott Diabetes Care (ADC) device. The customer experienced symptoms described as redness and swelling at the sensor site and had contact with a Healthcare Professional (HCP), who prescribed Flucloxacillin for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.